Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced increased baseline spasticity. There were no pump alarms present. A roller study was performed with unk results. A volume discrepancy occurred. The expected residual volume (erv) was 2-3 ml while the actual residual volume (arv) was 30 ml. The pt was being supplemented with oral medication. The medication being delivered via the device sys was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.